Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor position encoder error and motor error alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was unable to clear the pump error alarm and unable to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify e70 and motor error alarm due to a35 alarms.